Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient lost stimulation right after experiencing overstimulation. X-rays and further examination revealed the patient's l4 lead to be fractured. In turn, the patient's l4 lead was explanted and replaced. The l4 lead broke into two pieces upon removal. Surgical intervention addressed the patient's issue.